Manufacturer narrative:
The insulin pump passed the self test and displacement test. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector was locked properly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed stuck button. The customer stated that alarm was a week prior to the call and that they were able to get the insulin pump to function again. Customer was assisted with troubleshooting for stuck button alarm. Customer's blood glucose was unknown at the time of the incident. Customer stated that they were unsure if they pressed a button down for three minutes or longer. The customer also stated that the insulin pump was not exposed to a change in altitude. The customer was advised that the customer's insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.